Event description:
It was reported that the patient presented to the hospital due to inappropriate shocks. Upon interrogation a decrease in sensing and no capture was observed. A lead dislodgement was suspected. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.